Manufacturer narrative:
The cause for the difficulty reported was attributed to an internal component which broke. Unfortunately, the cause for this condition could not be reliably determined.

Event description:
During a laparoscopic hernia repair procedure, a plastic piece broke off the instrument. The surgeon applied another device. The hosp reported that no pt injury had occurred.